Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the black box showed one unexplained pump reboot and pump reboots after replace battery alarms. The battery compartment was cracked and the returned battery had stripped threads. The cap was unable to maintain an electrical connection; therefore, the power complaint was duplicated. A test ca was used and was able to complete a 24 hour duration test with no pump reboots duplicated during that time. There was moisture observed behind the display lens. The leak test failed with the battery compartment leak. The pump¿s cover was removed and there was evidence of moisture ingress internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display after the patient went swimming, twice. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.